Event description:
A false positive advia centaur troponin ultra (tni-ultra) result was obtained on a patient sample. The patient sample was tested again on the same instrument and the result was negative. The patient sample was tested on the second advia centaur instrument and the result was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse decontaminated the acid, base and wash 1 areas. A new wash manifold and new aspirate probe tubing were installed. The aspirate probes were calibrated. The wash station dispenses looked good. Replicates were run and still showed fliers. The pmt, aspirate probes, and aspirate pinch valve tubing were replaced. The probe calibrations and connections were verified. The fse verified system is operational. There have been no issues since service was sent in. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." Instrument information: brand name: advia centaur; common device name: immunoassay analyzer, product code: moi; model #: advia centaur; catalog#: 078-a001-08; serial #: (B)(4).